Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy several times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "failed flow rate accuracy several times" was not reproduced. The device was tested for flow accuracy and delivered within intended range. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40ml for a one hour run time. The delivered amount was 41.690ml and the error percentage was at (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2 & m3 springs will be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.